Manufacturer narrative:
Changed boxh-1 to serious injury from the previous report on tw (B)(4) which had unanticipated serious injury selected.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient required to be manually ventilated with a resuscitation bag. The sales representative reset the device to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient required to be manually ventilated with a resuscitation bag. The sales representative reset the device to address the issue.